Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws were broken when the physician was placing them on the patient's bone. No delay in surgery reported - patient harm: the bodies of the screws were left into the patient's bone. The bodies of the screws were left into the patient's bone, part no 406.026 has the lot: 1077. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: not explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 11.jan. 1995. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation evaluation was preformed: the investigation has shown that the returned cortex screws are broken off as complained. Product 406.026: the review of the production history revealed that this device was manufactured in january 1995 according to the specification. No manufacturing related issues that would have contributed to this complaint were found. Since no manufacturing related condition was found we have to assume that high applied forces caused the breakage. Product: 404.040: the review of the production history revealed that this device was manufactured in september 2014 according to the specification. No manufacturing related issues that would have contributed to this complaint were found. Since no manufacturing related condition was found we have to assume that high applied forces caused the breakage. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected: dimension: could not be measured due to the damage incurred. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.